Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system cannot track the micro bracket. The representative replaced the communication cable. The system then passed the system checkout and was found to be fully functional. The microscope cable return was refused by the site so no further evaluation could be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system cannot track the micro bracket. There was no patient present when this issue was identified.